Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The 15th distal stent wrap is deformed with a raised strut. The inner lumen patency was verified with a 0.015 inch mandrel. The distal tip was damaged. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion in the distal rca, exhibiting moderate tortuosity, severe calcification and 90% stenosis. There are no abnormalities reported in relation to anatomy. No damage was noted to packaging. No issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with a non-mdt balloon. The resolute integrity did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was noted that stent deformation occurred in vivo during positioning/advancement. The procedure was completed with a resolute integrity of the same size. Post dilation was performed, 2 inflations at 10 atms. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.